Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the lead would not pace or sense. An additional comment stated 'probably due to patient condition'.